Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that a replacement surgery is scheduled and that their issues have not been resolved and the ins is still not working.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 3093-33, lot# v238369, implanted: (B)(6) 2009, product type: lead.

Event description:
Additional information received from the consumer reported that the patient's system was replaced on (B)(6) 2016. The patient had the replacement due to the lead not working and making the implantable neurostimulator (ins) not working. The ins had about 20 to 25 percent life.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's device had not been working for quite a while. The patient experienced a loss or change of therapy. The patient did not notice the change so it was gradual. It was unknown when the urgency was significant as the patient said 2016, 2 months ago, and (B)(6) 2015 as the event date. Someone from the health care provider's (hcp's) staff called and updated the patient's settings. The patient went through 3 of those and had not seen any change and their urgency was significant. The patient started tracking their symptoms in the last 2 months. The patient was at their hcp's office and they told them the implantable neurostimulator (ins) was nearly dead. The patient thought they were going to replace it in a couple of weeks. The patient did not see the icon for their ins reaching 25 percent of its life. The patient's therapy was on, set on program 2 at 5.5v, but soon the patient said no they were on program 3 at 5.5v. The patient increased and didn't feel anything. The patient increased up to 8 and said "ouch." The patient normally felt stimulation when they increased, but it went away in about 5 minutes. They normally didn't feel stimulation unless they increased and then it could be pain. It had always been like that. The patient had cervical fusion surgery on (B)(6) 2015 that could be related to the issue. There were no trauma or falls related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that they had two devices and they were going to have replacement. Patient had two implants and two leads. Patient reported that implant was not working from the implantation. Patient reported that in 2009, they had two leads and an implant put in and again in 2012, they had an implant and leads put in. Patient reported that until the end of 2015, it was working good but then it started not to work.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.